Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient was at a grocery store and experienced numbness, shakiness, flashing and blurred vision, and a diabetic seizure. The cgm reading was 95 mg/dl at that time. While waiting for the arrival of the ambulance, a nurse from the grocery store stayed with the patient and gave the patient juice and jellybeans. When the paramedics arrived, the patient was conscious and stable. When a fingerstick was taken, the cgm reading was 95 mg/dl, and the blood glucose reading was 86 mg/dl. The paramedics advised the patient to go to the hospital; however, the patient declined and returned home instead. No further medication was reported. At approximately 8:30 pm the same evening, while still wearing the same sensor, the cgm reading was 330 mg/dl, and the blood glucose reading was 269 mg/dl, after which she calibrated the sensor. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on b)(6) 2026. On b)(6) 2026, the patient was at a grocery store and experienced numbness, shakiness, flashing and blurred vision, and a diabetic seizure. The cgm reading was 95 mg/dl at that time. While waiting for the arrival of the ambulance, a nurse from the grocery store stayed with the patient and gave the patient juice and jellybeans. When the paramedics arrived the patient was conscious and stable. When a fingerstick was taken, the cgm reading was 95 mg/dl, and the blood glucose reading was 86 mg/dl. The paramedics advised the patient to go to the hospital; however, the patient declined and returned home instead. No further medication was reported. At approximately 8:30 pm the same evening, while still wearing the same sensor, the cgm reading was 330 mg/dl, and the blood glucose reading was 269 mg/dl, after which she calibrated the sensor. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.